Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient who underwent reduction of right incarcerated inguinal hernia in the emergency room last week was admitted to underwent open repair with implant of perfix plug. Per operative notes, ¿the widened ring was obliterated with a medium perfix plug and sutured. Onlay patch was placed over the floor and fixed medial inferiorly with sutures.¿ (B)(6) 2013 to (B)(6) 2013 - patient visited hospital with complaint of recurrent bulge in right groin. (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia with recurrent on right side thereby underwent stoppa preperitoneal approach repair with explant of perfix plug. Per operative notes, ¿there was significant scarring and adhesions of the vas deferens to the mesh plug. So, this was removed and then cut the mesh in a chevron type style, laid into place to both on right and left side.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, scarring, mesh plug was densely adherent to the vas deferens and mesh removal.